Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient had 2 refill volume discrepancies and a lack of efficacy. At the recent refill the expected residual volume (erv) was 10 ml and the actual residual volume (arv) was 17 ml, and at the prior refill the erv was 4 ml and the arv was 16 ml. It was noted that the pump logs were checked but there were no alarm logs. It was indicated that the patient would be having a surgical consult and a catheter access port dye study in the future. The pump was programmed to minimum rate mode and the patient received oral opiates. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
[Additional information was previously reported in MFR. Report # 3004209178-2017-04454 regarding catheter revision in (B)(6) 2017]. Additional information was received from a manufacturer representative on (B)(6) 2017. The initial reporter was a healthcare provider (hcp). The clarification of the catheter revision in (B)(6) 2017 was stated as it was replaced. The patient experienced the symptoms of lack of efficacy. The cause of the catheter revision was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.